Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth loss ("teeth loss"). The patient was treated with surgery (hysterectomy total laparoscopic, salpingectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and tooth loss outcome was unknown. The reporter considered pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received :the case upgraded to serious, new event added-pelvic pain, medical history added, patient's dob and reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psoriatic arthritis and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and tooth loss ("teeth loss"). The patient was treated with surgery (hysterectomy total laparoscopic,salpingectomy laparoscopic). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and tooth loss outcome was unknown. The reporter considered pelvic pain and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.